Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per patient wife, just wanted to let us know she has never seen anything like this before and her husband has been using catheters for years. She found 1 without holes and was wondering why it was not working. When she took it out she noticed that it did not have the holes in it. She does not think it worth sending 1 replacement just wanted to let us know and have it documented. Patient has ordered this product previously.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation a labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer just wanted to let us know she has never seen anything like this before and her husband has been using catheters for years. She found 1 without holes and was wondering why it was not working, when she took it out, she noticed that it did not have the holes in it. She does not think it worth sending 1 replacement just wanted to let us know and have it documented. Patient has ordered this product previously

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per patient wife, just wanted to let us know she has never seen anything like this before and her husband has been using catheters for years. She found 1 without holes and was wondering why it was not working. When she took it out she noticed that it did not have the holes in it. She does not think it worth sending 1 replacement just wanted to let us know and have it documented. Patient has ordered this product previously.